Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, multiple silver metal flecks were deposited from the device into the patient. The device was removed immediately after discovery and the metal flecks were removed. New device was used and the case was not delayed. No patient injury.